Event description:
It was reported the pt experienced abdominal pain after the implant procedure and had extended hospitalization due to the pain. The pain began to subside in a few days. Follow-up indicated the pt was released and then re-admitted to the hospital due to the pain. The pt had a pre-existing hernia related issue. The pt was using the scs system and it was working according to the expectation. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.